Event description:
It was reported that the collimator on the 9800 system is not working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The connector was found loose during the service call. The system was tested and found to be working as intended and put back into service.